Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The customer contacted baxter's technical service center to report a burnt rubber smell on the homechoice (hc) machine during use during the self testing, patient not connected. The care giver (cg) stated that the hc smelled like burnt rubber now. The technical service representative (tsr) had the cg turn the hc off and unplug the hc. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab. The problem is confirmed in the sample evaluation. The assignable cause of the problem is a hardware problem - an overheated accomp printed circuit board (pcb). A review of the devices logs revealed no failure, malfunction or iipv events that could have caused or contributed to the reported problem. The device passed the homechoice rite electrical test but failed the homechoice rite functional test. The cycler remote toolbox (crt) software revealed that the pump was not functioning. An internal inspection revealed an overheated accomp pcb. The device was sent to servicing with instructions to scrap the accomp pcb.